Event description:
The surgeon reported seeing the pt for the one day postoperative visit and everything was ok, intraocular pressure was good and no inflammation noted. Pt was seen the next day and presented with hypotony (iop: 0 mmhg) and the 3 pieces intraocular lens haptic was outside of the capsular bag. The pt has dementia and was not compliant with postoperation instructions. Additional info was requested from the surgeon who reported that the cataract surgery with implantation of the instent was uneventful, however, postoperatively the surgeon suspects a possible cyclodialysis cleft. The surgeon plans to reposition the dislocated intraocular lens.

Manufacturer narrative:
The stent remains implanted in the pt and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported adverse event. Hypotony and cyclodialysis cleft are listed in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).